Event description:
The aeon endostapler system consists of a handle and reload. During a total gastrectomy procedure, it was reported that a reload was fired for the creation of an esophageal jejunal anastomosis. The surgeon was able to clamp, press the safety, and fire with no difficulty. Upon completion of the firing, it was reported that there were two cuts but no staples. A second reload was used and the same issue was reported. The tissue was resected and a circular stapler manufactured by a different medical device company was used to complete the anastomosis, resulting in a prolonged surgery. A drain was placed for post-op recovery. A leak presented on the third post-op day. The patient is reported to have recovered.

Manufacturer narrative:
Product not available for evaluation, as it was discarded. Based on the information available, the potential lot numbers of the reloads used during the event were narrowed down. A review of all potential dhrs yielded no evidence to suggest that the reported issue should be attributed to the manufacturing process and/or final inspection of devices. It is unclear whether the reported post-operative leak was caused or contributed to by the circular stapler used for creation of the esophageal jejunal anastomosis.